Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, episodes of noise were observed on the right ventricular (rv) lead. The rv lead remains implanted and the patient was stable and will continue to be monitored.